Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered a warning for polarity switch due to low impedance. Increased thresholds to high values was also observed. The lead was explanted and replaced. It was additionally noted that the implantable pulse generator (ipg) device triggered elective replacement indicator (eri) earlier than expected as a result of the high thresholds from the atrial lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.